Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited vegetation which was likely a thrombus. The patient was given medical intervention. The ra lead remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.